Event description:
It was reported that the patient experienced prolonged charging time and increased pain at the implantable pulse generator (ipg) site when charging for more than 30 minutes. The pain intensity increased whether the spinal cord stimulation device was switched on or off. Troubleshooting efforts were unable to resolve the issue, therefore, the patient underwent a revision procedure in which the ipg was upgraded to a primary cell ipg. The patient was doing well postoperatively. The device was discarded by the medical facility and will not be returned.